Event description:
Procedure type: hernia repair. According to the reporter; the instrument shaft broke and got detached from the handle, when tried firing for the first case, was not able use any clips and had to use a separate instrument for completing the case. No pt injury. Type of procedure: hernia repair; medical intervention not required, re-intubation/re-cannulation not necessary. Surgery time was extended by 30 mins or more. Current condition of pt: good.

Manufacturer narrative:
(B)(4).